Event description:
Additional information received noted that the patient presented remotely via merlin.net. Upon investigation, the right ventricular lead exhibited fluctuation of rising pacing lead impedance and noise reversion. Programming changes were discussed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the right ventricular lead exhibited high pacing lead impedance. No intervention was performed and the stable patient would continue to be followed remotely.

Manufacturer narrative:
Revised previous b5 statement. Programming changes were already made.

Event description:
Additional information received noted that the patient presented remotely via merlin.net. Upon investigation, the right ventricular lead exhibited fluctuation of rising pacing lead impedance and noise reversion. Programming changes were made. The patient was stable.